Event description:
The patient contacted lifescan and reported that one touch ultra meter was in the wrong unit of measurement ( mm0l/l instead of mg/dl) and that they were taken to the hospital. Medical affairs specialist called and left a message for the patient. A letter will be sent since there was no response to the phone message. During troubleshooting, it was verified the meter was not a new product. The meter was set in the incorrect unit of measurement (mmol/l) at the time of testing. However, the patient was unable/unwilling to answer if the meter was previously set in the correct unit of measurement. It was also reported that the patient was taken to the hospital and given "liquids and short for pain". There is no further information regarding the hospital visit or the treatment given. It is also unknown as to how long the meter was in the wrong unit of measurement and if the patient had experienced any symptoms at the time of concern. A replacement meter, control solution, and test strips were sent to the patient.